Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 melted at the base of the jaws during radials. No resistance was noted while inserting the harvesting tool into the cannula. Plastic particles were in the tunnel. They were retrieved per radial cutdown and all particles were removed. The patient required a cutdown ( incision) to harvest the radial artery. There was a procedural delay. A second device opened. No patient injury occurred.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d4-lot # to "3000238055" and exp date to "04/26/2024"; h4 to "04/28/2022".

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 10/04/2022. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The black sheath at the base of the jaws was observed to be peeled on the side of the sheath. The shaft tip was also observed to be bent upwards. There were no other visual defects observed on the harvesting device. There were no visual defects observed on the cannula that was also returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled delaminated;shaft" was confirmed as well as the analyzed failure "bent shaft" were observed.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The black sheath at the base of the jaws was observed to be melted on the side of the sheath. The shaft tip was also observed to be bent upwards. There were no other visual defects observed on the harvesting device. There were no visual defects observed on the cannula that was also returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "melted;shaft" was confirmed as well as the analyzed failure "bent shaft" were observed. The lot # 3000238055 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 black insulated shaft peeled and delaminated. No resistance was noted while inserting the harvesting tool into the cannula. Plastic particles were in the tunnel. They were retrieved per radial cutdown and all particles were removed. There was a procedural delay. The room had one device on the surgical field, and one unopened and on standby. Both of those devices were defective/damaged and no further devices were readily available. The patient required a cutdown ( incision) to harvest the radial artery and underwent an open radial harvest and has a ¿longer scar on their arm¿ due to the open procedure as opposed to endoscopic vessel harvest. No patient injury occurred.

Manufacturer narrative:
Trackwise#: (B)(4).